Manufacturer narrative:
B3 - date of event: date of event was approximated to 09/01/2025 as the exact event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the shaft had a hole. The target lesion was located in the coronary artery. A 1.25mm rotapro was selected for use. During the procedure, the distal tip burr lumen would not allow for guidewire to be inserted. A shaft hole was noted prior draw testing, and since it cannot be wired, it cannot enter the patient. There were no patient complications reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 09/01/2025 as the exact event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the shaft had a hole. The target lesion was located in the coronary artery. A 1.25mm rotapro was selected for use. During the procedure, the distal tip burr lumen would not allow for guidewire to be inserted. A shaft hole was noted prior draw testing, and since it cannot be wired, it cannot enter the patient. There were no patient complications reported. It was further reported that the shaft hole mentioned in the event is referring to damaged burr annulus (tip-wire lumen) and not an actual hole in the sheath.